Event description:
Patient implanted 08/19/1998 in upper and lower vermilion borders. Onset of extrusion and infection in perioral 08/30/1998. Patient treated with keflex 09/02/1998. Implant explanted 09/05/1998.